Event description:
Boston scientific received information that this lead exhibited high pacing impedance measurements greater than 2,000 ohms. Intrinsic sensing was appropriate at 8.8 mv and pacing threshold measurement were within normal limits at 2.2 volts. There was no evidence of noise or any stored episodes. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated a revision procedure to surgically abandon the rv lead planned to take place at a date in the near future. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated a revision procedure was performed. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.